Event description:
It was reported by the representative that the (1) ez45g was used during a wedge resection procedure. It was reported that the stapler fired and the staples were formed properly but did not cut the tissue. The surgeon took a picture (enclosed). The knife jammed and the black handle would not close. This all happened on the first firing. The case was completed with a second instrument and with no pt consequence.